Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The vasoseal vhd instruction for use (IFU) states that bleeding or hematoma at the puncture site is a potential complication that may be associated with the use of the device or vascular access procedures.

Event description:
It was reported that the patient was an acute myocardial infarction patient. An angio-seal was deployed in the right common femoral arteriotomy (see medwatch 2182269-2010-00180). After the suture was cut, pulsatile flow started to occur. A vasoseal was then used to achieve hemostasis the patient was injected with lidocaine and epinephrine the next day to slow the bleeding down. The following day, (B)(6) 2010, when the patient was being followed up, a large hematoma was noticed. The patient had been walking that day. The patient was reported to be stable and was discharged.